Manufacturer narrative:
Product event summary: manufacturer¿s analysis was unable to confirm the customer comment that the external pulse generator (epg) experienced a stimulator issue. It was noted that the case of the epg was sticky; no other anomalies were found. The epg was calibrated, main board re-positioned, and the firmware was updated. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) experienced a stimulator issue. The epg has been returned for repair. No patient complications have been reported as a result of this event.